Event description:
It was reported that the patient received a shock during an episode of t-wave oversensing (twos). It was also noted that there was noise on the lead. Follow-up revealed that there was no intervention and that the issue of twos has resolved. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.